Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a normal device changeout procedure, previous episodes of noise and oversensing were observed for this right ventricular (rv) lead. This rv lead was surgically abandoned and replaced with a new rv lead, which remains in service. It was noted this new device system was placed on the right side of this patient as the left side venous access was occluded. The decision will be made at a later time to possibly remove the previous system from the left side of this patient. No additional adverse patient effects were reported.